Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and insulin squirted out during manual prime. The customer's blood glucose reading was 395 mg/dl at the time of incident. Troubleshooting found that the tubing also contains air bubbles. The customer was advised to change out their set and reservoir and treat per their doctor's instructions. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting as the customer was concerned that they were running high.